Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and the patient's representative regarding a patient receiving intrathecal clonidine, bupivacaine and fentanyl via an implantable pump for non-malignant pain. It was reported that the patient's husband (caller) was also on the call to assist with troubleshooting. The patient said that after all these months, the doctor put the medications in the pump, but there was no communication with the pump from the external equipment and they were not receiving any medication. The patient said that they had been stuck all weekend with pain and with this issue. The agent had the patient and caller attempt to connect to the pump. The patient saw "no device found". The agent reviewed and the caller repositioned the communicator and the handset was then retrieving the pump settings. It was then reported that the handset was lagging at 90%. The agent reviewed and guided the patient/caller through clearing the data. The patient/caller was then able to connect to the pump without any lag. The patient/caller was able to deliver a bolus. The patient said that they were not feeling anything yet and they wanted to know if that was normal. The agent reviewed and redirected the patient to hcp to address. The software version of the handset was 2.0.1700. The agent sent an e-mail to patient registration services (prs) to update managing hcp. Additional information received indicated that the patient called back and mentioned that the medication was too strong for them. The patient asked how long the medication last. The patient confirmed that the medication was programmed every 4 hours. The agent reviewed the hcp's role. The agent sent an email to the mdt representative for visibility.